Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012 he had suffered a hypoglycemic event while his cgm was displaying a value of 140 mg/dl. Patient doesn't recall what his bg values were at the time of the event. Patient's wife contacted paramedics who treated patient with a dextrose IV. During his call to dexcom technical support on (B)(6) 2012, patient reports that he was feeling better.